Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3888-33, lot# va06mg2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the therapy was turning off by itself. It was reported that the stimulation on/off was related to positional movement. The patient was doing some legs stretches while at physical therapy when therapy turned off by itself. This occurred twice. Once was reported to be in the regular physical therapy room and one was reported to have occurred in water therapy. The patient would raise their left leg up and they would feel a pop. After their session, they would check their therapy status and it showed as being off. The implantable neurostimulator (ins) was implanted on the left side. It was reported that the patient programmer confirmed the ins status correctly. Stimulation turning itself off when it should be on. When the patient turns stimulation on, they haven't noticed any changes to stimulation. The location of the symptoms was reported to be in the left leg and ins site where it was considered to be sudden. Relevant medical history includes non-malignant pain and post lumbar laminectomy syndrome.